Event description:
It was reported that during a total gastrectomy procedure, the tissue pad came off the device within 30 minutes after starting use. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.